Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653, batch#: 4347655. It was reported by the customer that the black stopper on plunger comes off while withdrawing fluid causing fluid to leak out the bottom of the syringe and cannot use syringes to make compounds. Rcc received a complaint via community. Black stopper on plunger comes off while withdrawing fluid causing fluid to leak out the bottom of the syringe. Cannot use syringes to make compounds. If product is used could cause potential contamination to render product not sterile. Product code: 309653.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the black stopper on plunger comes off while withdrawing fluid. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. The sample was tested for leakage and passed. A device history record review was completed for provided material number 309653, lot 4347655. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.